Manufacturer narrative:
Date rec¿d by MFR: 23sep2019. Date of report: 25sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 26sep2019. Further investigation revealed the customer reported problem to be not reportable. The unit was found to be a v680 device, which is not available for commercial distribution in the united states. After review, this report was submitted in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
It was reported that the touchscreen was unresponsive and would not calibrate. There was no patient involvement.